Manufacturer narrative:
Device evaluation by MFR: the complaint device was returned for analysis. A visual and microscopic examination identified that the stent had been moved to a position that was approximately 10mm distal of the proximal marker band on the device. A microscopic examination found the stent had been pushed over the distal balloon cone causing the first two rows of the distal stent struts to lift. No other issues were identified with the stent that could potentially have contributed to the complaint incident. A visual examination identified blood inside the balloon. To facilitate identifying the location of the device leak the investigator moved the stent proximally from the balloon material. A visual and microscopic examination identified a balloon longitudinal tear beginning 3mm proximal of the distal tip and extending approximately 8mm proximally across the balloon material. An examination of the balloon material and distal marker band identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the tip of the device during analysis that could have contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the length of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture and serious damage to the vessel occurred. The 60% stenosed target lesion was located in the non-tortuous and non-calcified iliac artery. A 7.0x30x135cm express ld stent was advanced for treatment. The front side of the device was deployed and attached to the vessel; however, when the balloon was inflated at 2 atmospheres, the balloon ruptured. During removal of the device, it was noticed that the vessel was seriously damaged. The physician used a snare wire to retrieve the device. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture and serious damage to the vessel occurred. The 60% stenosed target lesion was located in the non-tortuous and non-calcified iliac artery. A 7.0x30x135cm express ld stent was advanced for treatment. The front side of the device was deployed and attached to the vessel; however, when the balloon was inflated, the balloon ruptured. During removal of the device, it was noticed that the vessel was seriously damaged. The physician used a snare wire to retrieve the device. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.